Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump had rewind anomaly. Customer's blood glucose value was 7.0mmol/l. Selftest was performed and it was ok. Insulin pump will be returned for analysis.

Manufacturer narrative:
Unit was not received stuck in manufacturing mode. Unit passed the self-test, active current measurement, rewind test, prime/seating test, basic occlusion test and force sensor test. Unable to perform the displacement test, occlusion test and the dat test due to missing retainer. Unit had an unexpected pump error during the rewind test due to moisture damage on the motor home switch. Unit had high sleep current measurement due to moisture damage on the electronic assembly. Unit also had a missing reservoir tube o-ring, minor scratched display window, damaged and scratched display window cover and a pillowing keypad overlay.